Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The loose stent could not be confirmed as the stent was dislodged from the balloon. The physical resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, mildly tortuous, 80% stenosed, mid left anterior descending (lad) the 3.5 x 18 mm xience v stent delivery system (sds) met resistance with the anatomy while advancing in the unspecified guide catheter and during removal the stent became loose and dislodged off the balloon in the guide catheter. The devices were removed as a system; a different 2.25 x 23 mm xience v sds was used successfully in the procedure with a satisfactory final patient outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.